Manufacturer narrative:
Revision occurred after 15 months due to infection at the implant site. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 15 months after the primary surgery, which occurred on (B)(6) 2023. No fall or other trauma reported. Revision was a total explant of fx product due to infection. X-rays returned do show lower bone density immediately surrounding the implant. The superior and inferior glenoid baseplate screws can be seen to be broken, potentially indicating trauma. A 32/12 system stem, 24 mm glenoid baseplate, a 6 mm post extension, 36 mm centered glenosphere, 36 mm + 9 standard humeral cup, 2 locking screws, and 2 standard screws were explanted. These parts were replaced with an antibiotic spacer.